Manufacturer narrative:
(B)(4). D10: item name # g7 osseoti 3 hole shell 52mm e; item number# 110010244; lot # 65566660 item name # gts standard fmrl stem size 0; item number# ps129g00; lot # 0001493685 item name# g7 vit e high wall lnr 32mm e; item number# 30123205; lot # 65010093 g2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent hip revision surgery due to head dislocation. During the revision, only the removed delta ceramic head showed significant damage, approximately 2 years, 9 months, and 9 days post-implantation. Attempts have been made, and no further information has been provided.